Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, 90% stenosed, distal circumflex. After pre-dilatation was performed with a non-abbott balloon catheter, the 3.0-12 mm xience xpedition stent delivery system (sds) was advanced; however, the sds got caught with the lesion and failed to cross. Additional predilatation was performed on the lesion; however, the sds still failed to cross. During the attempts to cross the proximal shaft became bent. An attempt was made to straighten the bend; however, during removal the proximal shaft separated. The procedure was completed with plain old balloon angioplasty successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Re-insertion. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the xience expedition everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back in the guiding catheter.